Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this error occurred during dwell 4 of 5. The technical service representative (tsr) assisted the home patient (hp) as the caregiver (cg) stated the supply bag disconnected. The tsr advised the cg that the system error detected a large amount of air in the system. The tsr had the cg recycle power to clear the error, and advised the cg therapy had ended and they would need to start over with new supplies or do a manual exchange. The cg stated they would do a manual exchange. The tsr advised the cg they would need to notify the peritoneal dialysis nurse that the bag disconnected and the hp was connected at the time. No patient injury or medical intervention was reported. Product surveillance contacted the caregiver on (B)(6) 2010. The caregiver stated the following: the bag fell off when the patient was sleeping and all of the supplies were discarded. The lot number was unknown for the bag and it was h10i19041 for the cassette. A companion sample was available for the cassette so it was requested.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). This report was not confirmed due to the lack of a sample. Based on the information obtained during baxter's investigation, the root cause of the alarm was due to air being sucked into the disposable after the supply bag fell and disconnected. The batch review was performed with no issues noted. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).